Manufacturer narrative:
The device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported, by a patient's partner, that post a coronary drug eluting stenting treatment procedure, an occlusion occurred. A taxus express2 drug eluting stent had been implanted in an unspecified vessel on an unknown date. Approximately one year later, it was determined that the stent was blocked and the patient was told that bypass surgery would be performed. The patient was still taking plavix as prescribed, but would need to be off it for a week in order to have surgery. The patient's partner also reported that the patient had "done all she was asked". Additional information is unavailable.